Event description:
Literature: ueta t. (Intrathecal baclofen for severe spasticity]. Brain nerve. 2008;60(12): 1415-1420. Summary: this study evaluated 40 pts from 2002 - 2008 for use of intrathecal baclofen for the control of spasticity. During screening trial with intrathecal baclofen, pt experienced marked decrease in lower extremity spasticity. Effects were experienced from approx 2 - 12 hours following lumbar puncture. The effects gradually diminished and disappeared completely between 24 - 36 hours after administration. Some complications were mild decrease in blood pressure and cephalalgia - not requiring treatment. After pump implantation, dose was increased in order to deal with an increase of spasticity, but no effect was seen. A rupture in the catheter was found via x-ray which was corrected by replacement surgery. Five years passed since initial implantation, and it was reported that the pump was also replaced (date not specified). See manufacturer report number: 2182207200901858.